Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 200-400 mg/dl. The customer reports about quick serter went in at an angle his blood glucose would go high. Customer's blood glucose value was 200-400 mg/dl. Customer declined to troubleshoot for high readings. The customer reported having issue with quickserter and one button will not press in all the way. The customer was assisted with troubleshoot for serter issues. Customer was advised to replace. The product was not returned for analysis